Event description:
Boston scientific crm received information that during the implant procedure, this device could not be interrogated. The device was not implanted and will be returned for analysis. No adverse patient effects were reported. Additional information was received; further attempts to interrogate the device were also unsuccessful.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this ICD revealed the device was returned in the sterile tray and all package seals were intact. Attempts to interrogate the device were unsuccessful, confirming the reported clinical allegation. No telemetry could be established and a memory download could not be performed. The device case was opened and testing of internal components noted a high current drain on an integrated circuit power supply. Battery measurements found the battery was depleted too far to support device operation. Further detailed analysis concluded degradation of a single transistor on the power supply caused the high current drain and battery depletion, leading to unsuccessful telemetry.